Manufacturer narrative:
MDR 9618003-2022-05349 / device 3 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user reported to company representative that the starter hole was off centered in five wafers out of one manufacturing unit box. It was unknown if the affected wafers were used. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary: batch record review results: the lot 1j00932 was manufactured on 13/sep/2021, convex two-piece manufacturing line, with a total of (B)(4) market units. Complaint investigator performed a batch record review on 30/nov/2022 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct. Sap (system application product) material 1161270 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: no photo, video or unused return sample was received for evaluation. Complaint data analysis: on 30/nov/2022, complaint investigator performed a search of complaints into database for lot number 1j00932. As a result, a total of 01 complaint was found related to the same malfunction code of this investigation. Investigation conclusion: the purpose of this investigation was to determine the root cause associated investigation wafer disc decentralized, for lots manufactured in convex two-piece awc facilities, haina dominican republic. The highest severity rating reported was 4 which is considered serious. Also, the risk level based on the individual risk acceptability criteria and risk evaluation above is medium, meaning that these risks may be accepted but further risk control measures shall be considered if they are feasible and will reduce the risk further. Risks judged moderate are considered acceptable based on an acceptable risk-benefit profile and must be assessed for the need for post market surveillance. After understanding the process, a brainstorming tool was used to determine all the possible causes of the problem; the cause & effect diagram was used and as a result there were found seven (7) potential causes identified. One (1) of them were discarded, and six (6) were confirmed and retained as root/probable cause for the failure. Based on the investigation findings, the root causes for wafer decentralized were identified as manpower, method, and machine, see the table below for details: probable root cause: manpower: 1 procedure (convex two-piece wafer sub assembly machine 2) not followed by manufacturing personnel while placing the mass on loading pins. 2 manufacturing inspections failed to be executed as applicable. Machine: 3 pistons defective. 4 base thread of k tool loading pin defective. 5 electro-valve damaged . Method: 6 manufacturing inspections failed to be executed as applicable. The CAPA plan was generated to cover the probable causes, taking appropriate actions and measure its effectiveness. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.